Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to deplete prematurely. Battery has dropped from 23% to 14%. Data was sent for analysis. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.